Manufacturer narrative:
This report has been updated from a serious injury to a non adverse event as additional information received clarified the treatment was an elective sync procedure which was not life-threatening.

Event description:
A customer reported that the device would not shock after the shock button was pressed twice. The device shocked on the third attempt. However, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device would not shock after the shock button was pressed twice. The device shocked on the third attempt. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.